Event description:
A report was received that the patient was experiencing pain at the pocket and lead anchor sites. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket and lead anchor sites. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies. Sc-2218-70 (sn (B)(4)) device evaluation indicated that the leads were cut, and only the proximal ends were returned. Damage to the devices was a result of a typical explant procedure and was not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.